Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a discolored verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A battery compartment crack was observed from the top running under the grip pad to the case seal.

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and the display was discolored. This report is made based on the results of investigation completed on 07/06/2015.